Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by customer that PICC was removed from patient and notice a small hole/leak around the 11cm mark. No other information was provided.

Event description:
It was reported by customer that PICC was removed from patient and notice a small hole/leak around the 11cm mark. No other information was provided. Additional information received 10/10/2023: the patient had the PICC in for 1 week. The PICC line had to be replaced. It caused pain when flushing.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.